Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump passed the stop current test, run current test, and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test, and no delivery test due to compromised force sensor system alarm. Insulin pump had cracked battery tube threads, reservoir tube lip, minor scratched display window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 125 mg/dl. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.